Manufacturer narrative:
The last calibration for tsh, performed on 22-jan-2023 was acceptable with no alarms. The last calibration for ft4 ii, performed on 17-jan-2023 was acceptable with no alarms. Quality control results were within specified ranges. The customer did not provide any further data and declined further support as they believe the issue was sample-related. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh and ft4 ii assays on a cobas e 601 module. The sample initially resulted in a tsh value of 0.005 uiu/ml accompanied by a data flag and repeated as 0.8 uiu/ml. The sample initially resulted in an ft4 ii value of 0.101 ng/dl accompanied by a data flag and repeated as 1.2 ng/dl. The repeat results were deemed correct. The initial questionable results were reported outside of the laboratory and questioned. The tsh reagent lot was 65330900 with an expiration date of 30-sep-2023. The ft4 ii reagent lot was 59275400 with an expiration date of 30-apr-2023.